Event description:
Dealer is stating the arm cracked out of the box, from org order (B)(4) . No other information provided.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.